Manufacturer narrative:
The associated product was not returned for a product investigation.

Event description:
During a surgical procedure, the 5mm visu-loc multi fire spring clip applier jammed. The procedure and anesthesia time were extended by 15 min. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were signs of physical damages on the shaft of the device. The damages appear to be small scratches near the hinge point of the device. The jaws of the device were off the hinge point. This an indication that some type of jam had occurred. To determine what may have cause this mechanical jam, the device was then opened, and examined. A jam was observed near the tip of the magazine just under the jaws. Two clips were pressed together. This will happen if the device is fired in the same location twice or if the trigger is not fully pressed. The handle showed signs of damage, which could probably be a result of attempting to correct the jam. 15 clips remain in the magazine, this mean 5 clips were released before the issue occurred. This complaint is confirmed. The device was completely disassembled to isolate each component. Visual inspection of the jaws isolated from the device shows that one of the hinge points was broken. Unable to determine if this was the cause or effect of the mechanical jam. A probable root cause for this mechanical jam could have resulted from the clips being fired in the same location, or the trigger of the handle was not fully pressed. An actual root cause of this complaint could not be determined.